Event description:
Out of box failure (obf). According to the report, when the device was first powered on, the monitor screen was blank. There were no reports of any adverse affects as a result of the device use.

Manufacturer narrative:
Medtronic evaluated the device and observed that the display subassembly was inoperative. The display was replaced then proper operation was observed through functional and performance testing.